Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, the catheter proximal shaft was kinked and was separated at approximately 0.3cm distal to the strain relief. Functional testing could not be performed due to the anomalies noted to the device. In the case of this complaint, the additional information provided by the customer indicated that there were no anomalies noted to the device prior to use, the device was prepared as per direction for use (dfu), a continuous flush was maintained throughout the procedure, no resistance was encountered during the procedure, and the reported event occurred at the end of the case when removing the catheter from the patient. From the visual inspection, the shaft appeared to have kinked first and then separated due to excessive manipulation during use. As a result, an assignable cause of handling damage has been assigned to the reported event and as analyzed anomalies, the catheter shaft broken/fractured inside patient.

Event description:
It was reported that during the end of the procedure, the proximal part of the guide catheter hub broke in half. The broken part of the guide catheter was removed from the patient's anatomy and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the end of the procedure, the proximal part of the guide catheter hub broke in half. The broken part of the guide catheter was removed from the patient's anatomy and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.